Event description:
It was reported that this patient was in the operating room and they are closing the pocket. The physician says that oversensing occurred when the grommet was massaged but it slowly diminished by the end of the case. There was no intervention performed and there was no oversensing or short v-v intervals during the device checked the following day. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 implantable tachy lead (B)(6) 2014. (B)(4).